Event description:
It was reported that during a laparoscopic lower anterior resection procedure, the trocar would leak when "slight" torque was applied to the instrument; you could actually hear a sound coming from the trocar. The instrument was a 5mm reusable grasper; insufflation was set at 40 l/min and 15mmhg. The case was completed using the same trocar but was very aggravating to the surgeon. There were no patient consequences.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.